Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "needle was blunt" in unknown eye.

Event description:
Healthcare professional reported a xen®45 gts event described as "needle was blunt" in unknown eye.

Manufacturer narrative:
Device analysis: a visual inspection of the device was performed. The needle guide was observed to be bent and the bevel selector was broken off and not returned with the device. No other damage was observed. The complainant did not report the needle guide to be bent and the bevel selector to be broken off, and it is unknown how it happened; however, product handling cannot be ruled out. The slider knob was advanced to the end of the travel distance but the needle did not come out of the needle guide. A spatula was used to push the bevel up and the tip of the needle came out and became visible. The needle tip was evaluated microscopically and was observed to be bent back. The reported complaint of a dull needle is confirmed since the tip of the needle was observed to be bent. The probable cause is unknown; however, handling cannot be ruled out.